Event description:
The customer reported that they noticed an electrical burning smell coming from the dxc 600 pro instrument. There was no report of injury, visible smoke or flame. The customer indicated she was wearing personal protective equipment (ppe). Customer technical service advised the customer to shut down the instrument and the ups (uninterruptible power supply) since the customer was not sure of the specific location of the smell.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the power cord (#759157) was burned out. The power cord showed signs of arcing and burning. He replaced the power cord to resolve the issue. The fse replaced the isolatran and the receptacle as a precautionary measure. (B)(4).